Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. The erbe generator was returned for failure analysis, and the reported error was able to be confirmed. The embedded serializer for master (esm) unit was returned for failure analysis. Upon visual inspection no issues were found. The unit was installed onto a test system and functioned as expected. All ports and connections were tested with no issues, all leds were seen on and functional. The unit was also left to idle for about 2 hours however no faults or errors were triggered.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site. The fse was able to reproduce the issue and replaced the erbe generator and the energy safety monitor (esm). The system was tested and verified as ready for use. As of the date of this report, the esm has been received by isi; however, the failure analysis evaluation has not been completed. The generator has not been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that a customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) regarding an erbe error. The site tried rebooting the erbe prior to calling in with no change. The tse had the site try rebooting a second time with no change. The site did not have another available compatible generator. Troubleshooting was unsuccessful, and the customer ultimately converted the procedure from da vinci single port (sp) to da vinci multi port.